Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the provided background info on the I-stat pt/inr cartridge lot number t10009 in comparison to the stago. The results were consistent with the differences in instruments. This lot was associated with a product action. There was no report of any injury associated with the info provided by the customer.

Manufacturer narrative:
(B)(4).